Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; a product evaluation could not be performed. The device history record was not reviewed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the spring in a slaphammer broke on an unknown date and the device no longer grabbed the trials. The issue was identified when the device failed to engage the trials, and the spring was found to be broken. No additional details were provided regarding the procedure being performed, when during handling the event occurred, or any environmental conditions that may have influenced the event. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's lot number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. G2 ¿ foreign ¿ canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.